Event description:
On 13-aug-2025, an email was received by customer service from clinical diabetes specialist (cds) requesting an outreach to confirm the user¿s application setup and data sync, as no data was shown in reports. The user's lowest blood glucose (bg) report was 60 mg/dl. The user explained that their hcp recommended a factory reset of the ilet pump due to recurrent lows and declined syncing data for review. The agent guided the user through the reset process, reviewed best practices for the learning period, and sent the transitioning to ilet document, with additional training scheduled. The last reported low occurred the previous night after the user failed to announce dinner, leading to a bg spike followed by a corrective low. The importance of announcing meals to support ilet function was reinforced. The user reported feeling nauseous and shakiness during the event. No medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.